Event description:
It was reported that when patient presented in the hospital for reasons unrelated to the device, oversensing was observed on the device. Programming changes were made which resolve the issue. The patient was stable.